Manufacturer narrative:
Initial report ref to natus complaint#(B)(4). Per doc-035405 rev 11 risk analysis spreadsheet - eds 3 external drainage system hazard 5.12 - stopcocks: broken, cracked, or fractured luer fitting and/or hub effect (harm): delay in patient treatment, csf leakage and over drainage of csf residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Reference to capa005781. Further investigation to be carried out.

Event description:
Nt821731c - eds breakage at the luer lock on collection bag. System changed out, no harm to patient.

Event description:
Nt821731c - eds breakage at the luer lock on collection bag. System changed out, no harm to patient.

Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). Sterile date: (B)(6) 2025. Device history record review: unit has passed all tests with acceptable results. Risk management review: a review of (B)(4) medical device hazard analysis (rev 13), identifies the hazard situation as "4.9 - the stopcock at the bottom of the burette tube fails during the operation (unable to turn the stopcock valve and/or breakage of the valve)" the risk level is considered moderate. Based on complaint of "broken at luer lock." This determination is based on the information received from the customer. Related to capa005781. Root cause/failure investigation: this case had a drainage system with a damaged drip chamber stopcock. The stopcock was broken at the lever which is used to turn the stopcock into a closed or open position. The drip chamber stopcock material exhibited significant deformation. The breakage of the components indicates that the user turned the stopcocks with excessive torque possibly with a tool instead of by hand. Another possible indication could be that the client used aggressive cleaning agents that degrade the polycarbonate material. There was a buildup of dried blood/bodily fluids at the drip chamber stopcock. Assessment of whether bodily fluid exposure created an increased resistance during stopcock manipulation was inconclusive, as the device's rotational mechanisms were compromised due to structural breakage. Section "warnings" on page 3 of the eds 3 system IFU (sd208650001rev e) gives details on handling the eds 3 system such as finger tightening components and not using external tools. Failure mode: confirmed / stopcock breakage during use.